Manufacturer narrative:
Bci customer technical support (cts) had the customer try stop - home and shut down - reboot the instrument, but these did not resolve the issue. Bci field service engineer (fse) visited the site on (B)(4) 2011 and replaced the valve 26, which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to wash concentrate that was bubbling out of the bottle on unicel dxc 800 pro synchron clinical system. No injury was reported and there was no effect to patient or user.